Event description:
The customer initially called because he was getting low blood results. During the call he received a control reading of 161mg/dl on the contour next . The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The test strips were expected to be returned for evaluation. New meter,strips and control were sent to customer.